Event description:
It was reported that the balloon could not pass the lesion. The balloon used to a lesion in left coronary artery. However, the balloon was unable to pass through the lesion, so use of the product was discontinued. No complications were reported.

Manufacturer narrative:
Device evaluation is not completed yet, therefore we did not determine that cause of this event.this is an initial report, investigation result will be described in a follow-up report.

Manufacturer narrative:
The product was returned for investigation. The investigation revealed that the returned product, the balloon part had been inflated but no abnormalities that would affect lesion passability. Other part, the investigation observed that the catheter tip had damaged, the middle shaft had kinked, and the distal shaft had scratched and torn. These damage possibility caused by excessive force loaded when the balloon could not pass the lesion. It is considered that the reported event may have been caused by patient lesion condition, but the detailed cause could not be identified. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because the balloon plugging with the lesion when the balloon can not pass on the lesion, it is potentially cause to embolism.